Manufacturer narrative:
The reported event of ail issues file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer gave a general report of challenges with ail issues, possibly with cardiac or anesthesiology patients. No specific event details were provided.

Manufacturer narrative:
The reported event of ail issues file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer gave a general report of challenges with ail issues, possibly with cardiac or anesthesiology patients. No specific event details were provided.